Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both reported lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient experienced capsular contracture of an unknown baker grade rating. Information about two devices was reported: left: (mentor memorygel breast implant) catalog #: 350-5004bc, lot #: 9611056, serial #: (B)(4). Right: (mentor memorygel breast implant) catalog #: 350-5504bc, lot #: 7448522, serial #: (B)(4). It was not specified which breast developed capsular contracture. If mentor receives clarification, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.